Event description:
Taxus express post market surveillance study. It was reported that 174 days following a percutaneous coronary intervention (pci) drug eluting stenting treatment procedure, the pt presented with in stent restenosis requiring subsequent reintervention. The index procedure treated two vessels. The first, a de novo, 55% stenosed, 3.3 x 4.4 mm lesion located in the right coronary artery. Treatment placed a 3.5 x 20 mm taxus express2 drug eluting stent deployed at 20 atmosphere's (atm's), and post dilation with an unspecified 3.5 x 9 mm balloon inflated to 20 atm's resulting in 0% residual stenosis. The 2nd vessel was a 77% stenosed, 3.4 x 7.4 mm lesion located in the distal circumflex (cx) artery. Treatment consisted of pre-dilation with an unspecified 2.5 x 15 mm balloon inflated to 6 atm's and the placement of a 3.5 x 20 mm taxus express2 drug eluting stent deployed at 14 atm's. Post dilation used an unspecified 4.0 x 9 mm balloon inflated to 14 atm's resulting in 0% residual stenosis. Ivus was performed confirming that both stents were well apposed. The pt was discharged two days later on bayaspirin and plavix. No angina was confirmed at the 1 and 6 month f/u visits. However, on day 174, in stent restenosis was confirmed. On day 175, reintervention treated the 90% restenosed, 3.5 x 13 mm target lesion located in the distal cx placing a non bsc 3.5 x 13 mm stent resulting in 0% residual stenosis. Per the physician, the event was listed as "possibly" related to the device.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the manufacturing record for this particular batch shows that the device met its material, assembly and product specifications. The most probable root cause of the reported difficulty is determined to be "anticipated procedural complication".